Event description:
The customer stated that she just got a new battery for her meter. She stated that she took a reading and it was hi and the date and time incorrect. She stated that she had been running over 600mg/dl lately and had been hospitalized for high glucose. She was released and had been getting readings between 100 and 300mg/dl. She stated that she felt ill and the meter was reading hi. She did not claim to have any trouble with the readings, just the date and time. Customer service discovered the meter was set in mmol/l. The customer performed a check test and the meter's electronics were working properly. The customer's control solution was expired, so customer service was sending control solution.